Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The maximum ventricular pace impedance rises from an approximate baseline of 1150ohms to 2014 ohms the week ending (B)(4) 2013 and then recovers back to baseline. The r-wave amplitude was noted to vary. The minimum r-wave value varies between 1 and 28.78 mv throughout the record. The maximum r-wave baseline is stable at approximately 30 mv.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sensing variances were noted in the r-wave amplitude trend. In office measurements showed a stable r-wave amplitude even with arm manipulation. Additionally a high impedance spike was noted on the right ventricular lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234trk implantable cardioverter defibrillator, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2009; 4196 implantable pacing lead, (B)(6) 2009. (B)(4).